Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Details have been requested to the field regarding the event resolution and potential explant procedure for this device, but at this time. No further information is available. Currently, this s-ICD remains implanted and in service. No adverse patient effects were reported.